Manufacturer narrative:
Reporting institution name: (B)(6).

Event description:
It was reported to philips the device shut down. This event was reported to have occurred during patient use. The device was swapped out. There was no patient or user impact noted. The customer spoke with a philips remote service engineer (rse). The customer noticed the battery was at 14.04 volts upon examination. The device was running on a low battery with error code 1204 "low internal battery" from the significant log. There were no vent inop or check vent alarms in the history. The rse advised running the device and performing a performance verification test (pvt). Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.